Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the implant lost integration in site #18 for an unknown reason. Implant had a subtle fracture. No surgical intervention necessary to preclude impairment. No delay in procedure and patient will not have to return for an additional appointment to complete procedure.

Manufacturer narrative:
One 3i t3® tapered implant 6/5 x 10mm (bopt6510) was returned for investigation. Visual evaluation of the as returned product identified signs of wear and debris about the implant threads and drive feature but no evidence of any fracture. The per indicates that the patient has a history of bruxism. The reported product was located on tooth # 18 (universal) and used for approximately 5 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). Appropriate documentation was reviewed. DHR review was completed for the subject lot number 2014070804. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2014070804) for similar event and no other complaint was identified. Based on the available information, device malfunction has not occurred and the reported event was unconfirmed. The following sections have been updated:

Event description:
No further event information available at the time of this report.